Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 2 should have been listed as 20dec2024.

Event description:
Patient reported "deflation". Healthcare professional later confirmed. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later confirmed. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "deflation". Healthcare professional, later confirmed. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d6b. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "deflation". Healthcare professional later confirmed. This record is for the right side. Device has been explanted and replaced.